Event description:
The customer called to report that they had a positive culture on collected product from an autologous stem cell collection. The cultures were positive for (B)(6) at 5 days post collection. The pt's central line was removed and antibiotics were administered. This report is being filed due to the positive blood cultures on the collected product.

Manufacturer narrative:
(B)(4). The set was not available for examination. Bacterial cultures of the kit by the complainant were (B)(6). The pt's central line was also (B)(6). Mfg and sterilization records for this lot of product were reviewed. There was a permit eco to allow the use of pisa bags on this lot, but no other deviation from normal mfg were noted. The lot met all mfg and sterilization parameters. Conclusion: the cause of the contamination of the stem cell product could not be conclusively determined. From the bacterial cultures, the pt or his catheter appear to be the source of contamination.